Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer was hospitalized for high blood glucose of 596 mg/dl on (B)(6) 2017. Customer had experienced a slight heart attack. Customer was hospitalized for five days. The customer was wearing the insulin pump at the time of the hospitalization. The insulin pump is not returning for analysis.